Event description:
Customer heated hot pack in microwave of unknown wattage for 45 seconds. Customer placed it on the kitchen counter and turned away. When customer turned back customer noticed that the pack had ballooned. The pack burst with gel landing on customer's chest and arms, resulting in 1st & 2nd degree burns which were treated in an emergency room.